Event description:
Medical staff reported uniliteral left side device replacement and capsulectomy due to capsular contracture (baker grade has not been specified).

Manufacturer narrative:
Continued initial reporter zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified.

Manufacturer narrative:
Continued initial reporter zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade not specified.

Event description:
Medical staff reported uniliteral left side device replacement and capsulectomy due to capsular contracture (baker grade has not been specified).

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, g1.

Event description:
Manufacturer of the device is unknown.